Event description:
Severe mental impact. Loss of sleep and appetite. I received a false positive after calling quest to see what my results where I initially tested 1.46 h for hsv 2(herpes simplex virus 2) which sent me into a deep depression. The rep told me the test was sent for the inhibition assay and I should hear back in a few days. One week after I got my results back showing negative. I didn't sleep or eat and head very deep depression until I "gkt" results back. I am still suffering from paranoia and anxiety due to this test.